Event description:
It was reported that the patient received a blood glucose result of 263 mg/dl at 11:00 a.m. On (B)(6) 2025. The patient felt dizzy and the patient's wife transported him to the hospital. The patient arrived at the hospital at 12:30 p.m. And the blood glucose result was 60 mg/dl on the hospital's meter. The patient was treated with sugar water via IV and orange juice. It is unknown how long the patient was in the hospital. On (B)(6) 2025 at 12:00 p.m., the patient received a blood glucose result of 125 mg/dl. The patient's wife transported him to the hospital at an unknown time. No further information was provided regarding this event.